Manufacturer narrative:
Initial report was submitted via report # 3006451981-2016-00598 on 11/21/2016. An evaluation of the kangaroo epump was performed for the reported condition of the unit does not detected irrigation; the equipment fails and does not detect the passage of food and water. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports not detected irrigation; the equipment fails and does not detect the passage of food and water.